Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reported issue was confirmed to be caused by a faulty cable unit. The root cause of the faulty cable unit was not able to be identified. Replacing the faulty cable resolved the customer¿s complaint and the unit was restored back to specifications. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during reprocessing the image does not appear. There was no patient involvement.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The unit was returned to the service center for evaluation. The customer¿s complaint of ¿no image¿ was confirmed due to damage cable. The cause of the cable damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.